Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient stated that upon removal of the sensor pod, the sensor wire remained inserted in the patient's skin protruding out of their left abdomen area. The patient reported removal of the sensor wire and discarding of the sensor device. Patient reported soreness at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).